Event description:
Information was received indicating that corrosion issue on the battery and cassette issues were noted with the smiths medical cadd solis vip pump. No adverse effects were reported.

Manufacturer narrative:
Other text: b5: additional information received via email on 20-sep-2021 and attached to complaint: events occurred during testing, and not while in use with the patient. Customer clarified that the cassette issue reported was the alarm "cassette not attached properly". H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact, the battery compartment had contamination. The customer stated problem was duplicated and identified in the event history log. The battery compartment had contamination and the dso (downstream occlusion sensor) failed testing. Replaced dso and battery compartment for customer stated issues. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Additional information received via email on 20-sep-2021 and attached to complaint: events occurred during testing, and not while in use with the patient. Customer clarified that the cassette issue reported was the alarm cassette not attached properly". H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device intact, the battery compartment had contamination. The customer stated problem was duplicated and identified in the event history log. The battery compartment had contamination and the dso (downstream occlusion sensor) failed testing. Replaced dso and battery compartment for customer stated issues. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.